Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6 the following post-operative event was reported: post op visit date- (B)(6) 2004 ae onset date: (B)(6) 2004 ae description: new c7 distribution pain, numbness. MRI revealed no significant disc herniation or foraminal stenosis medication: yes other treatment: emg ordered. Additional treatment: pt for 2-3 sessions, flexeril and motrin post op visit date-(B)(6) 2004 additional surgery: removal of vision plating c5-6, c6-7 cervical discectomy and fusion with allograft additional surgery date: (B)(6) 2004 hospitalization: yes additional treatment: fusion explored for non-union or graft failure, none seen. Adjacent level fused with allograft. Allograft at c5-6 left in place. Description: emg results normal. Additional comments: patient is still experiencing bilateral arm/finger pain and scapula pain post op visit date- (B)(6) 2004 medication: yes other treatment: x-rays, blood work, external bone stimulator CT ordered additional treatment: repeat cervical x-rays, blood work to rule out infection <(>&<)> cat scan of cervical spine description: elevated crp, normal sed-rate additional comments: unresolved neck pain radiating down both arms and into fingers on the right; bilateral shoulder blade pain; x-rays show non-union between c5-6 <(>&<)> c6-7 post op visit date- (B)(6) 2005 additional surgery: c5-6, c6-7 acdf, icbg. Additional surgery date: (B)(6) 2005 hospitalization: yes additional treatment: revision surgery c5-6, c6-7 and acdf using autograft and anterior plating description: 1st post op visit. Pt improves but still has hand/ arm pain. Post op visit date- (B)(6) 2005 additional surgery: posterior cervical fusion with plating c5-6 <(>&<)> c6-7 additional surgery date: (B)(6) 2005 hospitalization: yes additional treatment: patient had posterior c5-6 <(>&<)> c6-7 fusion with plating 8/3/05. She was discharged on 8/23/05 post op visit date- (B)(6) 2006 ae outcome: resolved description: patient completely healed from 1-19-05 <(>&<)> 8-3-05 surgery with no further complaints

Manufacturer narrative:
(B)(6). (B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-813 / lot: unknown (x4) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.